Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured intra-operatively. The procedure was completed successfully with a 60 minute surgical delay and no adverse consequence to the patient.